Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: 507658 lead, implanted: (B)(6) 2009. (B)(5).

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found.

Event description:
It was reported that the patient presented after falling unconscious in the evening. The device was checked and showed no issues, however the patient was admitted just in case. The device settings were not changed. Shortly thereafter, the patient fell unconscious once again and the electrocardiogram (ECG) detected about 7 seconds of pause. During interrogation, it was noted that the right ventricular (rv) lead impedance was 2100 ohms. The impedance was unable to be reproduced by pressing the patient's hands together. The rv lead trend indicated that it had been increased to over 1500 ohms in the previous minutes. In addition, ventricular high rate with noise was detected. The device setting level was changed to vvi40. A temporary device was inserted until the lead replacement procedure the following day. The next day, an attempt to extract the rv lead was made, however the helix of the lead could not be retracted properly, therefore the lead was left to remain in the patient's body. A new rv lead was implanted from the same side. The physician elected to explanted and replace the existing device during the same procedure. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.